Event description:
During receiving inspection testing by the distributor, the following issue was found: the input supply pressure was set at 0.5 mpa and the ventilator was turned on. The device did not start. The manual button works regardless of the device being on or off. A request has been made to the distributor to return the ventilator for evaluation. The serial number has been requested.